Manufacturer narrative:
Evaluation confirmed there was a small gouge in the insulation on the proximal (non-patient contact) end of the shaft. Possible cause is the instrument coming into contact with a sharp object, for example, other instrumentation resulting in damage to the insulation. Our IFU advises user to examine instrument for any damage before use.

Event description:
Allegedly, the doctor performed a diagnostic laparoscopy with destruction of endometriosis procedure; at one point, the doctor found something to cauterize on the abdominal wall and did so. When the doctor removed the instruments, he noticed the patient had received a burn on her left fallopian tube. The doctor said the burn was not life threatening and patient is stable at this time. There was no report of malfunction during the procedure. After the procedure, they examined insulation on the outer tube and found a small breech in the insulation on the proximal end of the device.